Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. The customer¿s incident blood glucose level was 382 mg/dl. The customer was treated by bolus with 16 units of insulin. The customer did report symptoms as a result of high blood glucose level such as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. Customer did not allege that the insulin pump was under delivering. The customer stated that insulin pump had insulin flow blocked alarm and insulin exited. The customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.